Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient sample tested positive on the alinity m sars-cov-2 assay. The patient is questioning the result, since they are asymptomatic and tested negative at another company. There was no report of any impact to patient management.

Manufacturer narrative:
D4 lot # and expiration date updated. H4 device manufacture date updated. Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The runs involving impacted sample identification (sid) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a late florescent signal with an exponential curve in the fam channel. There is no potential amp plate carryover risk for the sid in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record (DHR) / batch revord review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522521. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521. The complaint history review identified four (4) additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521. The additional tickets will be independently investigation and dispositioned. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522521 was not identified.